Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2013, patient underwent bilateral tkr and was implanted with optetrak devices in his left and right knees, including optetrak logic tibial inserts made of polyethylene. Magnetic resonance imaging (mris) performed on both knees in (B)(6) 2022 demonstrated bone loss, inflammation and debris consistent with polymetric wear. In or around (B)(6) 2022, patient was advised that his knee replacement failed with respect to both knees for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, patient underwent revision surgery on his right knee on (B)(6) 2022 for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Upon information and belief, as a result of the optetrak device failure, patient also requires revision surgery on his left knee. As a direct of proximate results, patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
After further review of additional information received the following sections a2, d1, d4, g3, g4, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) the revision reported may have been the result of loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implants and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the event of ¿loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.